Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope malfunction err) occurs. A root cause could not be identified. Based on the results of the investigation, the grainy image was not confirmed; therefore, the cause could not be established. The error code e218 is caused by an electrical short in the circuit board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed grainy image, where the image is not visible or unknown. This occurred during an unmentioned procedure. There were no reports of patient harm.